Event description:
It was reported that "surgeon put clip applier through trocar and the seal came off two devices. Both seals were retrieved. No patient injury.

Manufacturer narrative:
We acknowledge that this report is being filed outside the 30 day window. Upon review and further evaluation, it was determined to be MDR reportable. While this event is not MDR reportable, we are filing due to a previous event when surgical time was significantly extended in order to retrieve the dropped seal. We will file a supplemental report as soon as our investigation has been completed.